Event description:
It was reported that during the sagittal wiggle of the first level attempt to implant, the superion implant broke. The driver was removed and only the inner parts of the implant were still attached the physician was able to safely remove the rest of the implant and proceeded to successfully complete the procedure. The implant will not be returned for analysis as it was discarded by the facility.